Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the mid left anterior descending artery (lad). Eight low speed treatments were performed. The end of the viperwire advance guide wire was in the slightly tortuous distal lad. Following the last treatment, a dissection was observed in the distal lad. Balloon angioplasty was performed to attempt to seal the dissection. The physician elected to stop intervention. The patient was stable. A bypass graft is anticipated.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a vessel dissection is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).